Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed pump stop events while the patient was operating on 14 volt batteries. Based on previous experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023. Pumps stop events were captured on (B)(6) 2023 while the patient was operating on 14 volt batteries. Based on previous complaint experience, this type of behavior could be indicative of a potential driveline issue. These pump stop events were associated with low-speed hazard and low flow hazard alarms. Additionally, no external power, low battery hazard, backup battery in use, and power save mode events were captured during the abnormal pump operation occurring on (B)(6) 2023 that appeared to be associated with the suspected driveline damage. No other notable events or alarms were captured. The patient remained ongoing on the hm ii lvas, serial number (B)(6), until the patient received a hm ii to hm ii exchange on (B)(6) 2023. As of (B)(6) 2023, the device was not returned for evaluation. The relevant sections of the device history records for (B)(6), the original driveline, serial number (B)(6), and replacement driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 1, ¿introduction¿, addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). Section 4, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 7, ¿alarms and troubleshooting", outlines all system controller alarms, including the low flow hazard, and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch number (B)(4) was received on 09aug2024. Section b5: the pump exchange on (B)(6) 2023 was originally reported under manufacturer report number 2916596-2023-06134. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Voluntary medwatch number (B)(4) was received that states. On (B)(6) 2023 pt arrived to clinic with noted controller fault alarms. Provider unable to visualize controller data when patient connected to monitor. Controller changed with resolution of vad alarms and visualization issues. Once the old controller was removed from pt and connected to monitor, data was able to be downloaded successfully. Data sent to abbott engineer. Data indicated need to stabilize dl with no upper body movement of patient to prevent alarms. Heartmate2 (hm2) exchanged for a hm2 on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with controller fault alarms. The alarm could not be cleared. When the controller was connected to the clinic's system monitor, it would not show any data or connect fully. The controller was exchanged and connection was obtained. Log files revealed pump stop events on (B)(6)2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed pump stop events while the patient was operating on 14 volt batteries. Based on previous experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained events from 10jul2023 through 24jul2023. Pumps stop events were captured on 19jul2023 and 24jul2023 while the patient was operating on 14 volt batteries. Based on previous complaint experience, this type of behavior could be indicative of a potential driveline issue. These pump stop events were associated with low-speed hazard and low flow hazard alarms. Additionally, no external power, low battery hazard, backup battery in use, and power save mode events were captured during the abnormal pump operation occurring on 24jul2023 that appeared to be associated with the suspected driveline damage. No other notable events or alarms were captured. The patient ultimately underwent a hm ii to hm ii pump exchange. Multiple attempts were made to obtain additional information, including the pump's return status; however, no further information was provided by the account, and the pump has not been returned to date. The relevant sections of the device history records for (B)(6), the original driveline, serial number (B)(6), and replacement driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 1, ¿introduction¿, addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). Section 4, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 7, ¿alarms and troubleshooting", outlines all system controller alarms, including the low flow hazard, and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook, rev. C is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.